Event description:
During the aspiration phase of the procedure, the physician was manipulating the separator wire to debulk the clot and the wire kinked at the transition zone between the stainless steel proximal portion and the green ptfe wire. Upon attempting to remove the entire separator, the same kinked transition broke and the entire system was removed from the pt. The case was completed with a new system.

Manufacturer narrative:
(B)(4).